Event description:
Info received indicates during a preventive maintenance check, the bed had no ground resistance reading.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.